Manufacturer narrative:
Correction to initial MDR in field a1 and b5. Laboratory analysis of the returned ipg did not identify any anomalies; the device passed all testing and exhibited normal/expected function. This device was designed to exhibit the replacement indicator when the non-rechargeable ipg battery reaches a defined threshold (requiring device replacement). The battery longevity for this device was within an expected range per the programmed parameters. Based on review of the available information, boston scientific determined that this device functioned normally/as expected and has assigned the investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable pulse generator (ipg) displayed the elective replacement indicator (eri) and was scheduled for a replacement procedure the following week. The patient was admitted to the hospital a few days prior to the replacement procedure due to symptoms associated with parkinsons disease, and it was noted that the device had reached end of service (eos). There was concern expressed that the device had reached eos in such a short timeframe. This ipg was successfully explanted and replaced and returned to boston scientific for laboratory analysis. There were no complications reported, and the patient was doing well following the replacement procedure.

Event description:
It was reported that the patient received the early replacement indicator and end of life messages on the ipg. The patient underwent a replacement procedure and was doing well post-operatively.